Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized in (B)(6) where he an incident that he fell and a wood frame fell on top of him. It caused some injuries on his leg which became infected and became worse. Customer was released in (B)(6). Customer stated his blood glucose was not affected and he hasn't had any issues with the device. Hospitalization was not diabetes related. No further information reported.